Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 419 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found a little bent. As treatment, a new pod was applied and patient administered an injection. Patient had moderate ketones. Patient¿s history: 1143 was at 406 mg/dl, 1202 was at 398 mg/dl, 1217 was at 419 mg/dl, 1219 was at 82 mg/dl, 1340 was at 148 mg/dl.

Manufacturer narrative:
The received device had the cannula assembly deployed. No bend or kink was observed in the exposed soft cannula. Inspection of the device did not find any issues that would result in high blood glucose levels.